Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the manufacturer's device on their brain, and it was deformed and broken.